Event description:
It was reported that a pump declared a cartridge change error. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was instructed by technical support to inspect and clean the pump's cartridge area and ensure proper installation of the cartridge. Despite these actions, the pump detected the cartridge but received a cartridge alarm, and additional resolution steps were suggested.